Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor alarmed sensor glucose value not available. Customer's blood glucose was unknown. There was only 3/4 of the electrode on the sensor when it was removed from the body. Customer will not be returning the device for analysis.